Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear and insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the scope had broken and requested it be repaired. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: bent light source cord connection, broken eyepiece ring and scratches on tip cover glass. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that a bent light source cord connection, broken eyepiece ring and scratches on tip cover glass. In addition, the devaluation also found the outer tube was bent, there were deposits on the cover glass and corrosion on the eye piece rings. There was foreign material adhesion found on the internal lens and sticking of the eye piece. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.